Manufacturer narrative:
Analysis was normal. No anomalies were found. The initial medical device report was submitted via an alternative summary report on 10/31/2017 under (B)(4) for manufacturer abbott under (B)(4).

Event description:
The initial medical device report was submitted via an alternative summary report on 10/31/2017 under (B)(4) for manufacturer abbott under (B)(4).

Manufacturer narrative:
Correction- implant and explant date were missing from report.